Event description:
The caller reported that the customer had high blood glucose. Blood glucose reading at the time was 400 mg/dl. The customer treated with the insulin pump but the blood glucose reading remained high. The customer has treated with manual injection. Troubleshooting was declined by the customer who stated that the insulin pump is working correctly. The customer felt that the sensor wasn't giving the correct readings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.